Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading on the morning prior to the call was over 400 mg/dl. At the time of the call, the customer's blood glucose reading was 315 mg/dl. The customer called for assistance with increasing his bolus and basal rates, but stated that he had been having high blood glucose levels lately. He treated the high blood glucose himself with the insulin pump in the morning, and he advised that he knew why it was high, declining offer to troubleshoot. Nothing further reported.